Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mc sample probe and the wash collar valve to resolve the issue. (B)(4).

Event description:
The customer reported low sodium (na) results were generated on the dxc 600 pro. The low results were not reported outside of the laboratory. The qc recovered within specification prior to the event. There was no change in patient treatment reported.